Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that diagnostics /troubleshooting performed related to the catheter replacement included a dye study was completed and the interventional radiologist thought the catheter was disconnected.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal saline 1.0 ml/ml at 0.0058 ml/day via an implantable pump for unknown indications for use. It was reported that the patient stated that the pump had never helped her usual pain from the time it was implanted. The patient then stated that in (B)(6) of 2022, the physician replaced the drug in the pump with preservative-free normal saline and it had been infusing that at minimum rate since then. The patient moved from texas and the physician in (B)(6) ordered the dye study to check the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the event or if any diagnostics/troubleshooting was performed related to the event. Actions/interventions taken were also unknown and it was stated that the new physician ordered a dye study to check the catheter. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. Additional information was received from the company representative (rep) reporting that the catheter was replaced on 8/26/2024. Issue was resolved.